Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of implantation was mistakenly reported incorrect, the correct date is (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of implantation was mistakenly reported incorrect, the correct date is (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unknown saline breast implants which the patient reported a short time after the implantation she started getting sick. She indicated that she has many sicknesses that she believes to be related to a reaction to the implants. As a result patient had the implants removed on (B)(6) 2019. This report is for the left side.